Event description:
It was reported that a pt underwent a coronary artery bypass graph procedure on (B)(6)2010 and a reservoir was attached to a drain that was placed at the mediastinum. Five hours after the procedure, the pt had heavy bleeding, so the drain was milked in the ICU. At the time, the drain inflated on the reservoir side, so the surgeon suspected reflux of the reservoir. The surgeon milked the drain again, and checked the reservoir, then it was found that the anti-reflux valve of the reservoir had been deformed into a jagged shape and there was an empty space at the anti-reflux valve. So the surgeon exchanged it for another reservoir which worked normally. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch 50851isp: mfg date: 03/03/2010, exp date: 02/28/2015. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished good release criteria.